Manufacturer narrative:
D5: operator of device is unknown. D9 - 2 unused units were received for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the pharmacist that the customer experienced product faults. The customer stated: "the balloon deflated post intubation. Patient under ventilation. It was stated that there was no occlusion of the vas." The customer stated that they don't have the device available for evaluation, but they can send us a sample sister. Clinical consequences reported: the patient's "state" changed after the incident. Medical intervention needed: two extubations requiring 3 intubations in total. There was leaky ventilation due to inability to inflate the probe balloon, exposure under laryngoscopy three times with risk of laryngeal and nasal injury. Longer delay before incision and prolonged mask ventilation. The patient has not been prescribed any medical treatment and is not taking any medication unrelated to the incident. The customer stated the incident has been resolved.

Manufacturer narrative:
H3 and h6. Investigation codes: updated. Investigation summary: two samples were received within the original packaging. During visual inspection no defects were detected in the samples. The samples were tested for leaks; no leaks were detected. The failure mode of ¿leaking¿ was not confirmed, and a root cause was not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.